Manufacturer narrative:
(B)(4). Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: surgical procedure performed. Laparoscopic hysterectomy. Lbn. What action did the surgeon take to correct / correct the problem presented with the medical device? The procedure ended with a traditional bipolar clamp. Was another medical intervention required due to the problem presented with the device? (For example, x-rays, additional procedures, prescriptions, over-the-counter medications, review). No. Was there any damage / consequences in the patient due to the problem presented with the device? (No; yes and describe in detail) no. Does the surgeon consider that the total surgical procedure lasted beyond what was expected due to the problem with the medical device? (No; yes and how long) yes, 20 min. If the previous answer was yes: did the dose of anesthesia have to be increased / modified? (Na, no, yes) no. If the previous answer was yes: did the increase / modification cause harm / consequence in the patient? (Na, no; yes and clinical evaluation of the damage) no. What is the current status of the patient? (For example: discharged without consequences arising from the problem with the device, in recovery of the surgery itself, continues to be hospitalized due to¿ etc.) Discharged without consequences. Name and full address of the hospital / clinic that reports. Is the product going to be able to be recovered for analysis? (No and reason; yes and return status) yes, I am waiting the guide for deliver to mexico city.

Event description:
It was reported that during a laparoscopic hysterectomy, the enseal articulating jaw broke. Patient consequences were reported as unknown. It is unknown whether the procedure was delayed or successfully completed, or whether fragments were generated and easily removed without additional intervention. It's unknown whether additional medical intervention was required.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2020. Investigation summary: a photo image and the device was returned for evaluation. The image provided by the customer is that of the distal jaw of what appears to be a nslg2s instrument. A closer look at the clamp arm interface shows that the jaws were detached at the welding point. The device was received the lower jaw detached at the welding point. In addition the device was received with the electrode and ceramic separated as one piece returned with the device and detached from the active rod. The device was tested on the generator, this resulted in the ¿close jaws on tissue and reactivate¿ alert screen, this is advising the generator cannot deliver energy. Because the jaw was detached not all functional testing could be performed with the generator. Then the "replace instrument" screen would be displayed after receiving the "close jaws on tissue and reactivate" message three time. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.